Manufacturer narrative:
(B)(4). The device was returned on may 25, 2016.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a redo roux-en-y procedure, the surgeon found it difficult to attach the eea to the orvil. The or time was extended more than 1 hour. To correct the issue, they had to remove the anvil by cutting open the gastric pouch, and then inserted a new anvil, and used same eea device to complete the procedure. The incision was extended and no reinforcement material was used. Patient status: stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler and one dst series orvil automatic 25mm device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade and one of the retainer legs of the orvil anvil was observed to be bent. Functionally, a pmv representative orvil anvil was used for firing due to the observed retainer leg damage of the clinical orvil anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record for the orvil anvil indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the instrument could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed orvil anvil damage may occur if the orvil anvil is manipulated with excessive force during the attachment to the instrument, or if the orvil anvil is mishandled during the removal from the tubing. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures..